Event description:
Video monitor for flouroscopy mounted on piece of equip. (Arm from ceiling) - to be allowed to swivel. No support for monitor from bottom. Weight of monitor hangs from bracket mounted onto top only. Tech was swiveling monitor to see screen. Pt lying on table, below. Monitor broke from bracket, was falling, tech tried to catch it to keep it from injuring pt, hit the tech in the forehead, hit the pt on the right arm above elbow - only injury - small bruise - soreness to pt. Tech - small laceration, bruise, headache.

Event description:
Vidoe monitor for fluroscopy mounted on piece of equip. (Arm from ceiling)- to be allowed to swivel. No support for monitor from bottom. Weight of monitor hangs from bracket mounted onto top only. Tech was swiveling monitor to see screen. Pt lying on table below. Monitor broke from bracket, was falling, tech tried to catch it to keep it from injuring pt, hit the tech in the forehead, hit the pt on the right arm above elbow-only injury-small bruise-soreness to pt. Tech-small laceration, bruise, headache.